Manufacturer narrative:
(B)(4). Date sent: 6/15/2020. H2: additional information received: there was no patient consequence. The surgery was completed with a competitor device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information: were there any patient consequences as a result of the event? If yes, please specify to date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device fired cross staples (not b-shaped) and did not perform the desired vessel closure. Patient consequence was not reported. No additional information is available at this time.